Event description:
During the patency test before implantation, the saline solution did not flow well. Then, shortly after placement of the system, the surgeon pumped the reservoir but csf did not come out from the valve. Therefore, he exchanged the ventricular catheter and the valve with stock item.

Manufacturer narrative:
The returned spvb valve has been analyzed and according to the results, we did not manage to duplicate any obstruction. The valve, the reservoir and the piece of catheter have been found free from any occlusion during the flushing test. The pressure setting mechanism meets all its requirements both in the state of its return and after cleaning. However, the pressure measurement test shows that the low pressure is not in compliance with the tolerance range anymore. This variation between the production value and the current value is not related to the reported incident. The cause might be the patency test performed with saline. Indeed, the contact between csf and saline could have resulted in precipitation leading to a snapshot and transient obstruction. That is why instructions for use recommend: not to fill or purge the valve with any liquid other than the patient's csf or water for injection (wfi) before implantation to avoid any risk of deposits in the valve, to have a replacement shunt system available, if the patency test shows an obstruction.